Event description:
It was reported that the device would not respond when interrogated. Patient had two implantable neurostimulators (ins) replaced on the date of this report. The device was tested for impedances intraoperative on the date of this report and there was one high impedance value but the ins was responding at that time. It was noted that after the patient was moved to the recovery room the manufacturing representative had tried to interrogate both devices and was able to successfully interrogate one but not the other. Interrogation with the patient programmer had not been attempted. Additional information received reported the unit was checked with the patient programmer and it was on. The clinician programmer was turned off and on and then successfully read the ins.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).